Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging from 160- 330 (mg/dl) for the past 2-3 weeks. Reportedly, the customer was unsure of the suspected cause of the bg level. The customer performed a correction bolus to address bg levels, and was recommended to discuss diabetes management with health care provider.